Manufacturer narrative:
Investigation underway.

Event description:
It was reported that during patient transport, the cot dropped down. There was patient involvement, however, no injuries to the patient were reported. It was reported the paramedic received a foot injury.